Manufacturer narrative:
The involved maxi sky 600 was evaluated by arjo representative and the claimed failure was confirmed. It was confirmed that the dps (dynamic positioning system) spreader bar was not replaced in the past. The defective spreader bar is the originally fitted one. The process of gathering information is still ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Investigation for this complaint was carried out. The conclusions are following. On 20 dec 2018 the customer reported to arjo that during transfer of the resident with the use of maxi sky 600 ceiling device, mounting of the device's spreader bar disconnected. One of the shafts, which connects the bottom frame to the top frame of the device's spreader bar (the component on which the sling with the resident is attached on) slipped out and the bottom frame disconnected from the top frame on one site. This caused that the resident in the sling lowered a few centimeters. When it was noticed, the caregiver put the resident back to the chair. No injury was reported. When reviewing reportable events registered for maxi sky 600 and similar ceiling lifts, in the last 5 years we have found no other complaint directly related to the situation when the spreader bar frames got disconnected on one side. Spreader bar is an accessory of the lift which directly bears the resident in the sling. In the reported event, the spreader bar was equipped with powered dynamic positioning system (pdps), which allows not only for the transfer, but also changing position between sitting and lying. The spreader bar consists of two frames: top and bottom, connected on left and right. There is also centrally located actuator which provides movement of the bottom frame. It was reported that the spreader bar frames got disconnected on one side, and this was confirmed by delivered photos. Two other connection points (the other side of the spreader bar and the actuator) were intact, supporting the patient's weight. Retaining ring is a mechanical fastener that form fixed shoulder to secure components in place and prevents disconnection. Unfortunately, despite our request, further photo of the retaining ring could not be taken, as the equipment was disposed by the customer. Therefore return to manufacturer for investigation was also impossible. Due to the above, it was not possible to conclude what was the root cause of the incident. One of the possibilities would be a problem with the retaining ring. According to the simulations performed by the manufacturer, even if there is no retaining ring, the spreader bar can still support the patient. But the retaining ring might had been either badly put or lost for some reason for some time and with the cycling of adding and remove someone, the bolt slipped and fell. The spreader bar was in use since production date (sep 2011), so it is less probable that the retaining ring was not correctly placed originally. It is also possible that if customer did some maintenance on the pivot point to add grease for example, that the retaining ring was not correctly replaced, but this cannot be confirmed. It is also possible that the bushing broke when the bolt slipped under the impact cause by the descent of the patient. Please note that this device was manufactured in 2011, what means it was used for 8 years, a subject to wear for all this time. According to instructions for use (IFU, version number 001.14150.33.en from april 2011), it is designed and tested for a useful life of seven years or 10 000 transfer - whichever comes first - subject to preventive maintenance as specified in the "care and maintenance" section. "Warning: the manufacturer cannot ensure full safety for a ceiling lift or an accessory of which the life span has been exceeded." What is more, in the "care and maintenance" section, it is stated: "inspect connecting joints for proper attachment (trolley and spreader bar) - every year or 2500 cycles". It was indicated that the spreader bar was serviced by a third party company, but not checked during the last maintenance in sep 18, which is against the manufacturer's recommendations. In conclusion, the root cause cannot be given with certainty, however maintenance error could not be ruled out. The device failed to meet the manufacturer's specifications. It was used for the patient handling and by this played a role in reported incident. The complaint decided to be reportable due to the potential of serious injury upon malfunction re-occurrence during the resident's transfer.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6)2018 the customer reported to arjo, that during transfer of the resident one of the shafts, which connects the bottom frame to the top frame of the spreader bar (the component on which the sling with the resident is attached on) slipped out and the bottom frame detached from the top frame on one site. This caused that the resident in the sling lowered a few centimetres. The caregiver put the resident back to the chair, when it was noticed. No injury was reported.